Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that it was not possible to program the device mode during a routine followup due to a power on reset. The setting were restored manually. The device remains in use. No patient complications have been reported as a result of this event.